Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that there was no hole for draining the urine at the front end of the catheter. The catheter was inserted after prostatic surgery. No hole to drain the urine caused pain in the patient's belly. The urine and blood clot were drained out after changing to another catheter.

Manufacturer narrative:
(B)(4). The batch card(s] for the complaint lot(s) was reviewed and passed all qa inspections. Visual examination conducted on the catheter did not show any obvious defect, material degradation or other abnormalities except for there was no side hole (eyes) on the catheter. All the catheters components appeared to be intact and in good condition. Complainant has reported that "no hole to drain the urine" and this relates to non-drainage defect. Blockage or non-drainage may occur due to various reasons such as no or poor drainage eye, blockage at the drainage lumen or the eye slug. Closer examination on the eye area, revealed that there was no eye at the catheter as compared to the actual product. Based on the investigation conducted, there was no drainage eye on the returned sample. Therefore, this complaint is confirmed. Further investigation will be conduct through nonconformance.

Event description:
It was reported that there was no hole for draining the urine at the front end of the catheter. The catheter was inserted after prostatic surgery. No hole to drain the urine caused pain in the patient's belly. The urine and blood clot were drained out after changing to another catheter.